Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The customer followed the confirmatory testing recommendations outlined in the assay's method sheet, including pcr rna testing and western blot analysis. Confirmatory testing results were negative, indicating that the elecsys hiv duo assay produced false reactive results. The root cause was attributed to a sample-specific discrepancy.

Event description:
The initial reporter alleged discrepant reactive results for one patient using the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer observed discrepant results across four separate sample draws between (B)(6) 2022. The results were as follows: on (B)(6) 2022, the hivag result was 234 coi (reactive) and the ahiv result was 0.11 coi (non-reactive); on (B)(6) 2022, the hivag result was 222 coi (reactive) and the ahiv result was 0.11 coi (non-reactive); on (B)(6) 2022, the hivag result was 181 coi (reactive) and the ahiv result was 0.11 coi (non-reactive); and on (B)(6) 2022, the hivag result was 308 coi (reactive) and the ahiv result was 0.09 coi (non-reactive). Confirmatory testing was performed by another laboratory. An antigen p24 confirmatory test conducted on (B)(6) 2022 was negative, and an hiv rna test was also negative. A western blot performed on the sample collected in (B)(6) 2022 was negative, with only p18 being positive.